Event description:
It was reported that the patient presented in clinic for the first time since implant. Upon interrogation, it was noted that all diagnostics were cleared due to invalid data on the patient¿s device while interrogating with a new software version. The device was reprogrammed. The patient was stable throughout the device interrogation and will continue to be monitored.